Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed fine noise on the ventricular channel which caused inhibiton of pacing in pacemaker dependent patient. The patient was on the phone at the time. The noise was not reproducible with isometrics or pocket manipulation.